Event description:
It was reported that foreign matter occurred during use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "it was reported a piece of plastic sticking off the catheter. Per email: I have 3 defective needles I need to please send back." 1 of 2 complaints.

Manufacturer narrative:
Investigation: our quality engineer inspected the sample provided. Bd received one 20ga insyte autoguard unit along with an empty/open package from lot number 9008949. All components of the assembly were intact. Through the visual examination, there was no evidence of foreign matter found on any of the components of the unit (i.e. Catheter, needle, needle cover). Traces of lube (non-foreign) were visible on the catheter and needle tips. The lube observed on the needle tip is part of the manufacturing process and is applied by a spray process. This is an approved part of the product design to minimize the insertion and threading forces during the usage. A device history record review showed no non-conformances associated with this issue during the production of this batch. The returned unit provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred during use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "it was reported a piece of plastic sticking off the catheter. Per email: I have 3 defective needles I need to please send back." 1 of 2 complaints.